Event description:
On 03-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (foot and ankle registry, airr 0006). The subject¿s initial surgical procedure was performed on (B)(6) 2025. According to the report, the subject subsequently underwent physical therapy from (B)(6) 2025 through (B)(6) 2026 due to persistent symptoms. During this period, there was no reported improvement in range of motion or reduction in pain. As a result of ongoing symptoms, the subject underwent revision surgery on (B)(6) 2026, which consisted of complete hardware removal and arthroscopy performed to improve function and alleviate pain. Postoperatively, the subject was evaluated at two follow up visits, during which the subject continued to report pain and stiffness. The adverse event was characterized as painful hardware and arthrofibrosis. Device causality was assessed as related to the device, and the event required surgical intervention. At the time of the report, the subject continued to experience symptoms following the revision procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.